Manufacturer narrative:
Intuitive has received the part associated with this complaint and failure analysis found the primary failure of thermal damage to the bipolar yaw pulley between the grips. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Thermal damage between grips instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument tip was burnt. There was no report of patient involvement. On (B)(6)2022, intuitive surgical, inc. (Isi) received user facility report# 3800750000-2021-8004 stating: spd identified tips were burnt during reprocessing.